Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that it is impossible to start the customer's insulin pump when the battery is inserted. A critical error with a red cross was reported. No further information provided.

Manufacturer narrative:
The insulin pump was received with critical pump errors due to moisture damage on all electronic assemblies. We were unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. The insulin pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, corrosion on force sensor assembly and moisture damage on motor assembly.